Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: paresthesia, breast pain, autoimmune disorder, capsular contracture. (B)(4).

Event description:
It was reported (via FDA mw5085671) that a female patient of unknown age who underwent bilateral primary breast reconstruction after bilateral mastectomies due to cancer, with two unspecified mentor gel implants, suffered several unexplained systemic symptoms, pain, horrible pitching, chest felt being slammed in a mammography, numbness, open sores in arms, open sores in upper back, open sores in shoulders, tingling, fatty cyst under left nipple, bursitis, fibromyalgia, high blood pressure, high loud pitched ringing in ears, degenerative disk disease in back and neck, blurry vision, migraines, muscle tissue breakdown, nerve tingling in fingers, hands and legs, vertigo, burning at base of head, itching scalp, and capsular contractures. The patient underwent bilateral removal on (B)(6) 2017. The patient reported having to take pain medication, being accused of taking too many and also being left by their surgeon. The patient added that during explantation, it felt like shards of glass in their body. In addition, the patient reported also that they could not do daily function, could not do their job, and ended up having to quit their job, was bed all day and felt like they were dying. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch form is for the right breast prosthesis.